Manufacturer narrative:
Concomitant medical product: product ID: c6tr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds on both right ventricular (rv) and left ventricular (lv) leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.